Event description:
Paged by registered nurse (rn), ventilator screen went black. Assessed the patient, and the ventilator was still in working order just not a visual of numbers. Clinicians bagged the patient, shut off the ventilator and restarted the ventilator to the same result (no visual display).clinicians continuted to bag the patient until another ventilator was obtained. Patient remained comfortable with a oxygen saturation (spo2) of 100%, no issues during the equipment malfunction.